Manufacturer narrative:
The neurostimulator has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
The implantable neurostimulator battery was estimated to last 24 mos at a 7 mo visit. The amplitude was set to 4.5 volts. One mo later, the battery was at end of svc. The hcp suspected premature battery depletion. The device was replaced. The hcp reported the pt outcome as 'no injury'. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.